Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with weakness and a heart rate in the thirties. It was noted that the patient had experienced these symptoms for the past two weeks. A remote transmission indicated high thresholds, intermittent capture and undersensing on the right ventricular (rv) lead. The r wave could not be sensed in the unipolar or bipolar configurations. The lead was reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced elevated blood pressure bradycardia. It was also reported that the right ventricular (rv) lead dislodged. The patient is a participant in the post approval study: ide trial vad patients clinical study.